Event description:
The customer reported elevated hypersensitive luteinizing hormone (hlh) result, for one patient, involving the access 2 immunoassay system. A result of 18.3 miu/ml was generated at the time when all levels of quality control (qc) were elevated and recovered outside of the laboratory's established ranges. Upon reanalysis, on the same analyzer, following qc testing, an hlh result of 14.3 miu/ml was obtained that better matched the expected value of the patient. The customer stated the erroneous result was not released outside the laboratory. There was no patient impact associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the transducer voltage to be at 226 and adjusted the voltage to 197 (instrument specification is 197 ±3). The fse also noted the wash pump exhibited a large amount of frothy bubbles during dispense probe priming and bubbles were in the line between the pump and valve. The fse replaced the o-ring, seal, belt, and the o-ring between the pump and valve. The fse noted the wash valve rotor was sharp and had jagged ends and replaced the rotor. No further bubbles were noted after repairs were completed. A high sensitivity system check was performed and failed. The fse performed several repairs to the analyzers in response to the failing high sensitivity system check: the fse replaced the aspirate and dispense probes, aspirate probe tubing, incubator belt and vessels, mixer motor belt and rollers, pinch roller, vacuum pump due loud noise and slow response, precision pump seals, o-rings, belt, wash carousel bearings, substrate probe, peristaltic pump, the transducer assembly to further correct the non-vertical alignment to reaction vessel (rv) on the front to back alignment, and waste bottle and filter. The fse cleaned the wash carousel; the transducer body was moved due to a non-vertical alignment to rv on the front to back alignment; the pipettor gantry was also moved to improve alignment to the rv; the precision pump valve was checked and cleaned; the peristaltic pump cassette replacement modification was performed. All necessary alignments and adjustments were performed following replacement and repair of the analyzer. High sensitivity system check was performed and passed within instrument specifications. Precision testing was performed using level 3 hypersensitive luteinizing hormone (hlh) quality control (qc) material; and assay calibrations and qc were completed - all results were within the assay specifications. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. Further review of the hlh quality control (qc) data, between 09/23/2012 through 10/24/2012 revealed all levels of qc to be elevated and out of range following weekly maintenance and a passing system check, occurred on the date of the event. All levels of qc recovered within 1-2 standard deviation (sd) of the laboratory's established ranges upon repeat analysis, using the same vial and the same vial of qc material. The supplied hypersensitive luteinizing hormone (hlh) calibration curve, performed on (B)(6) 2012, shows all levels of calibrators passed with acceptable % coefficient of variation (%cv). A routine system check, performed on (B)(6) 2012, passed within instrument specifications.